Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented to the clinic experiencing presyncopal symptoms. The atrial lead had been programmed off previously due to noise. A revision was performed. During the procedure, the atrial lead was found to be in two pieces. The proximal portion was explanted. The distal portion could not be removed and was noted to be partially dislodged. A replacement lead was successfully implanted.